Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported right side rupture. Device has been explanted and replaced.

Event description:
Company representative reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05mar2024.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Company representative reported right side rupture. Device has been explanted and replaced.